Manufacturer narrative:
Combination product: yes. The ipg and the lead were not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ipg and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data were thoroughly analyzed. The reported out of range bipolar impedance values in the rv channel were confirmed during analysis. The root cause for this observation could not be determined. However, there is no indication of an ipg malfunction. Please note that upon detection of a bipolar lead failure, the amvia device does not measure thoracic impedance values and switches the pacing and sensing polarities to unipolar configuration. This behavior is as expected. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ipg and the lead. Based on the information available for analysis, the ipg functioned as expected. The integrity of the lead may be compromised.

Event description:
Analysis of data from the associated device revealed out of range impedance on this rv lead. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.